Event description:
It was reported by the site in (B)(6) that when the patient was in the clinic there was power switching with critical alarms and pump stops and 'permanent switching acoustics' the controller and batteries were replaced using hospital stock. There was no effect on the patient; the patient was 'doing fine the whole time' this is report 1 of 3.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed external visual inspection and functional testing. During the controller logs file review, it was observed several critical battery alarms and controller power up occurred near to the event date involving con185666. Additionally, the log files revealed a vad stopped alarm and occurrences of non-consecutive premature switching events in the days surrounding the event date. These alarms and premature switching events are most likely due to communication anomalies between battery and controller. The complaint event details narrative was verified via logs. This controller performed as intended during lab testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event. However, the reported event was not able to be replicated at the bench level. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01586, 3007042319-2015-01587 and 3007042319-2015-01588) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01586, 3007042319-2015-01587 and 3007042319-2015-01588) submitted for devices related to the same event. Device has not been received.